Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil (smart coil) pusher assembly and had multiple offset coil winds near its proximal end. The pusher assembly was kinked approximately 68.0 and 117.0 cm from the proximal end. During functional analysis, resistance was encountered when advancing the smart coil out of its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into the demonstration microcatheter during functional analysis. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils into the patient using a non-penumbra microcatheter. The physician then attempted to advance a new smart coil into the same microcatheter but was unable to advance the coil out of its introducer sheath and into the hub of the microcatheter. Therefore, the introducer sheath containing the smart coil was removed. Next, the physician attempted to advance a non-penumbra coil into the microcatheter but was also unable to advance the coil into the microcatheter. Subsequently, the non-penumbra coil was removed and the procedure was successfully completed using four new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.